Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2018-08808 & 1627487-2018-08810. It was reported the patient was no longer implanted with his scs system. Reportedly, the patient had the scs system removed, but the date and reason for the procedure was undetermined at this time.